Manufacturer narrative:
(B)(6).

Event description:
The customer called technical support (ts) reporting that the device has an issue with the screen. When switching the brightness to maximum, the top of the screen is darker. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended replacing the backlighting system. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A quote for the ui assembly with navigation ring was presented to the customer. It was noted that the device was repaired, tested and back in service. No response was received after multiple attempts were made to verify if these parts resolved the issue.

Manufacturer narrative:
H10. The removed ui assembly, w/nav-ring, gray, v60 was returned to the product investigation lab (pi). The fi technician installed the ui assembly into a pi ventilator to duplicate the reported issue. Visual inspection of the ui assembly revealed no evidence of damage or contamination. The ui assembly was tested, the failure was confirmed. Pil found that the lcd backlight which is dim at the highest level 5. This is due to a faulty membrane overlay on the front bezel. H11. Updated contact information and contact office entity.

Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. It is unknown if the device was swapped for another; however, no medical intervention provided to the patient nor a delay was noted. The remote service engineer stated that the luminosity was very low at the top of the screen, but staff could operate normally, but just the screen was a bit darker than needed. Further information regarding this alleged event has been requested.